Event description:
Alleged arthralgia, am stiffness, myalgia, paresthesias, fatigue, temporo-mandibular joint dysfunction, dizziness, memory loss, dry nose, oral sores, sensitivity to sun, weight gain and gi disturbances. Implants allegedly ruptured.